Manufacturer narrative:
The biomarker alk- has not been provided. Only cd30+ has been provided. Alcl has not been confirmed as all required markers have not been provided. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2670818 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information about if the device will be returned for analysis in the device analysis laboratory. However, the reported events are not confirmed as they are classified as medical events. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side right breast anaplastic large cell lymphoma (bia-alcl), seroma, pain, axillary lymphadenopathy, and asthenia. Pathological marker cd30 + has been received. Pathological marker alk- has not been received. The device has been explanted. Treatment was provided as prosthesis removal, total capsulectomy, right axillary lymph node biopsy, chemotherapy and radiation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected, seroma, and lymphadenopathy.

Event description:
Healthcare professional reported right side right breast anaplastic large cell lymphoma (bia-alcl), seroma, pain, axillary lymphadenopathy, and asthenia. Pathological marker cd30 + has been received. Pathological marker alk- has not been received. The device has been explanted. Treatment was provided as prosthesis removal, total capsulectomy, right axillary lymph node biopsy, chemotherapy and radiation.